Event description:
It was reported that patient experienced increased neurogenic claudication and pain localized at the lower back area. The patient underwent an explant procedure. Post operatively, the patient was doing well and recovering.